Event description:
It was reported to boston scientific corporation that a dreamtome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the physician attempted to advance the device down the scope. While initially advancing the device down the working channel, the distal tip became kinked. The account reported no visible damage to the device prior to use. The procedure was completed with another dreamtome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device was disposed of will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.